Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.